Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Further information was requested but not received.

Event description:
It was reported that the right atrial lead had an emergency removal.